Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous lesion in the right coronary artery (rca). The lesion was stented without issue, after which a 4.50x12mm nc trek balloon dilatation catheter (bdc) was advanced for dilatation. It is unknown how many times the balloon was inflated or to what atmospheres for each inflation. During removal from the rca, the balloon became stuck in the artery and could not be pulled out. Force was not applied, however the balloon separated at the shaft solder joint. An nc balloon was then advanced to the separated trek balloon in the rca and inflated. Upon deflation of the nc balloon, the balloon folds grabbed onto the separated nc trek balloon and pulled it out of the anatomy without issue. The procedure was completed at that point. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separations were confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints and unexpected medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
Subsequent to the initially filed report, the following information was received: during removal from the rca, the device separated at the shaft solder joint with the balloon remaining on the distal end of the shaft. The device most likely got caught with a 4.0x38 xience skypoint stent strut that had just been implanted, resulting in the balloon being difficult to remove, which led to the separation of the shaft. The physician attempted to snare the balloon out but was unsuccessful. At which point she decided to just use another nc balloon which, upon refolding, grabbed on to the remaining nc trek and pulled it out. No additional information was provided.